Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). On 09-nov-2018 arjo representative became aware of the event, with the use of arjo sara stedy device. It was reported that during patient transfer, the caregiver (spouse) left the room for a few minutes. At the time the resident was left alone, started to lean forward and as a consequence tipped over the sara stedy device. No injury was reported. The event occurred at patient's home. The resident was under the care of occupation therapist. The arjo representative contacted with the patient's caregiver (occupational therapy assistant) to obtain more information about the event circumstances. The occupation therapist confirmed that (before the event) family has been informed that the patient should not be left alone. Also, the patient denied providing any additional information related to the event circumstances. Additionally, during the conversation, the therapist confirmed that the device was working without any malfunction after the event-no further arjo technical inspection nor device service was deemed as necessary. The devices are equipped with instruction for use (IFU 001-12325 rev.4) which provides information how to correctly use the device. The IFU for sara stedy contains information that: "arjo's passive and active series of lift is designed for safe usage with one caregiver. There are circumstances, such as compatibles, obesity, contractures, etc., of each facility or medical professional to determine if a one or two person transfer. It is the responsibility of each facility or medical professional to determine if a one or two-person transfer is more appropriate, based on the task, patient load, environment, capability and skill level of the staff members." "Before use, the caregiver should always consider the patients/residents medical condition, physical and mental capabilities." Taking into account all facts, we can state that the event was a sequence of unfortunate events. The patient was left alone in the bedroom, started to lean forward and lost his balance, as a consequence fell on the floor. The device was being used for patient transfer at the time of the event and in that way played a role in the event outcome. The device did not fail to meet its performance specification, the resident fall was not a result of device failure but lack or not followed safety warnings in terms of providing the constant resident supervision. The complaint was decided to be reportable due to the allegation of patient fall.

Event description:
On (B)(6) 2018 arjo representative became aware of the event, with the use of arjo sara stedy device. It was reported that during patient transfer, the caregiver (spouse) left the room for a few minutes. At the time the resident was left alone, started to lean forward and as a consequence tipped over the sara stedy device. No injury was reported. The event occurred at patient's home. The resident was under the care of occupation therapist. The arjo representative contacted with the patient's caregiver (occupational therapy assistant) to obtain more information about the event circumstances. The occupation therapist confirmed that (before the event) family has been informed that the patient should not be left alone. Also, the patient denied providing any additional information related to the event circumstances. Additionally, during the conversation, the therapist confirmed that the device was working without any malfunction after the event-no further arjo technical inspection nor device service was deemed as necessary.